Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing a lot of low blood glucose levels and had issues with sensor glucose value discrepancies. The customer had a sensor glucose value of 44 mg/dl and kept dropping but their blood glucose value was actually 90 mg/dl. The customer treated their low blood glucose with food but then their blood glucose level went down to 50 mg/dl. The next day the customer woke up to a blood glucose value of 183 mg/dl. The customer's current blood glucose level was 150 mg/dl. The customer ate to treat the low blood glucose but it still kept going down. After troubleshooting for the insulin pump the customer was advised to monitor their insulin pump and blood glucose. The device will not return for analysis.